Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4 UDI additional information: h3, h6 additional h3 investigation summary: the product was returned to ethicon for evaluation. Three paper lids and three winding former with a partially dispensed suture were received for analysis. Product code vcp329h. The visual assessment of the returned winding former. The needle was not returned for analysis. As per this condition, the event described could not be confirmed. If additional information is made available, the investigation will be updated as applicable. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, it was reported to the sales rep that, two suturing needles broke while passing through the patient's skin. Patient's adverse event was not determined. Product is available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). . This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: - were the needle pieces retrieved during the same procedure? Yes - were x-rays taken to locate the needle pieces? No - what measures were implemented to retrieve the broken pieces? N/a - was there any additional tissue damage resulting from the search for the needle pieces?n/a - does a fragment of the needle remain in the patient¿s tissue?no if so, ¿ is there any plan in place to remove the needle piece in the future? N/a ¿ if so, could you please provide the scheduled date for the removal? ¿ in which tissue structure was the broken needle located?n/a ¿ what is the surgeon's opinion of the potential consequences for the patient? No negative effects to the patient - could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided product has been returned fedex tracking # (B)(4). - please provide the source or name of person providing answers to follow-up questions: nurse manager: (please refer the attached email).